Event description:
The customer reported that the images produced were wavy and degraded to the point where an alternate system was required to continue the procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.